Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the therapy was turned off. When the therapy app was launched, an error was displayed with a screen asking for a restart. After rebooting, a screen appeared asking to turn on the treatment, so it was turned on, but the stimulation seemed to be too strong, and the patient lost their speech and became numb, so their son turned it off right away. It was unknown if there were any contributing factors. Since they did not want to turn on the treatment for a moment now, they were asked to consult their doctor if the stimulation did not seem to be appropriate, since the handset could not adjust the stimulation without turning on the treatment. The issue was not resolved.